Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke and subsequently leaked. The "IV tubing broke clean in half while infusing IV insulin". The device broke "at the second distal port from the patient". The unspecified infusion had been running for 24 hours at a low continuous rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.